Event description:
Peri-guard pericardium with apex processing was used by a plastic surgeon in a pediatric gastroschisis patient. Reportedly after peri-guard was implanted, there was extrusion of the patch. Peri-guard was used because the surgeon wanted to use a biological patch. No further details have been reported.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.